Event description:
It was reported that the user experienced hyperglycemia after a meal announcement while using the ilet, with continuous insulin delivery reported, no occlusion alerts, and an upward glucose trend that later flattened during the call. Symptoms included elevated blood glucose with positive ketones and a minor stomachache. Outcomes included home management with monitoring and no hospitalization. Troubleshooting and education were provided, including guidance to continue monitoring and to consider an infusion site change if glucose did not improve within the next hour. Investigation included customer interview and troubleshooting guidance. It was concluded that the cause of the hyperglycemia was unclear and could not be confirmed to be device related. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.